Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx1880 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported the PICC line was placed on 07/04 but kinked in the patient's arm, preventing the nurse from being able to flush or draw on 07/15. The nurse pulled the PICC and exchange it.

Event description:
It was reported the PICC line was placed on 07/04 but kinked in the patient's arm, preventing the nurse from being able to flush or draw on 07/15. The nurse pulled the PICC and exchange it. Additional info. Rec'd: PICC placed 6/29/20. On (B)(6) 2020, PICC was ¿positional¿. When manual pressure applied at site, catheter flushed and had blood return. When pressure released, it would not flush or draw back blood. Removed. New PICC placed in other arm, per md request. Medwatch rcvd (B)(6) 2020: patient care rn complained PICC was "positional". Unable to flush or draw blood unless arm positioned against chest. When manual pressure applied to siste. PICC would flush and draw blood ok."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx1880 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.